Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's board needs to be replaced to address the issue. The device passed final test. Additionally, incoming inspection per pur5103123v02 shows damaged front enclosure, power cord, and ac power inlet, as well as missing top plate enclosure and threaded cap. Ctq inspection shows damaged enclosure seal. While repairing the device, contamination was found in the manifold assembly.